Event description:
It was reported, the patient's system is auto-reducing following two falls. The sjm representative interrogated the system and found all contacts have invalid impedances. Next course of action is undetermined.

Manufacturer narrative:
Jm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.